Event description:
Daughter reported the cartridge leaked insulin during use. The leak occurred near the "plunger side," and a small amount of insulin spilled into the infusion device. No adverse event was reported. The cartridge and adapter were replaced and requested for evaluation. Daughter was unable to provide the lot number or expiration date of the product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.